Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Review of daily measurements prior to the high out of range measurement revealed measurements within an acceptable range. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Technical services discussed troubleshooting options. Records indicate this lead remains in service. Should additional information become available this report will be updated.